Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip that is completely detached from the base. Grip tip broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint regarding a defective instrument was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that the fenestrated bipolar forceps instrument was defected. There was no report of patient involvement or reported injury.